Manufacturer narrative:
The insulin pump had motor error alarm during rewind process due to motor encoder signal being out of phase. The device was received with cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in the last 30 days. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.